Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the little plastic that holds the insulin pump and reservoir broke off. Customer cannot recall their blood glucose reading. Troubleshoot was not performed. Insulin pump will not return for analysis.